Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a consumer (con) via a company representative (rep). The provided information has been confirmed with the healthcare provider and consumer.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving ketamine (10 mg/ml), hydromorphone (5 mg/ml), and bupivacaine (5 mg/ml) via an implanted pump. The indication for pump use was malignant pain. It was reported that at the pump refill today, the drug concentration was changed to ketamine (10 mg/ml), hydromorphone (10 mg/ml), and bupivacaine (10 mg/ml), but the pump was not updated/programmed with the new concentrations. The dose per day was set to 2.0017 mg/day and with the maximum boluses used it would be 2.392 mg/day. It was calculated that the new drug would be at the catheter tip in approximately 27 hours if no boluses were used and approximately 22 hours and 30 minutes if all the boluses were used. The doctor was considering an advanced/modified bridge bolus to account for the drug already dispensed and then to move the new drug to the catheter tip. Additional information was received from the patient the same day who stated, "my doctor just called me and told me they didn't program the device correct and they think I will be getting double the dose¿. Per the patient, the doctor wanted them to come back to the clinic and the patient told them no because it was a 4 hour drive there and back. The patient wanted to know if there was a way to stop the dose remotely or if there was a home infusion center that could be contacted. It was reviewed with the patient that there was no way to stop the dose remotely. An email was sent to the patient with home infusion center contacts. Per the patient, the pump was also delivering droperidol. Later the same day, additional information was received from a home health nurse who reported that the patient refused to go back to the clinic today to have the pump reprogrammed, but they would send someone out to the patient¿s house to reprogram the pump tomorrow morning and would call back in for assistance with an advanced/modified bridge bolus. Another home health nurse called the next day for assistance with programming the advanced/modified bridge. It had been 23 hours since the pump was filled with the new concentrations. The advanced/modified bridge bolus was programmed during the call.

Manufacturer narrative:
Concomitant medical product: product ID a810 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.